Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. The photo shows a tube containing blood laying on its side. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we had a vacuum problem with the same lot# of tubes again yesterday. They were again able to draw with another lot# but did not record that # but I asked that they do that going forward.